Event description:
It was reported that when the patient came in, she had no natural lens or intraocular lens in the right eye (od). An intraocular lens (iol) haptic twisted during insertion in the patient's right eye. Doctor was going to cut the lens out of the eye, but scissors broke in the eye during the attempt. Entire lens and scissor parts were removed from the eye, but are not available to be sent for evaluation. There was incision enlargement and sutures used. Another johnson and johnson iol with the same model and diopter was implanted. The patient seems fine post-op. The cartridge is not available for return. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h6: health effect - impact code: 4625 (incision enlargement and sutures). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.